Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed. They checked the uninterruptible power supply (ups) battery and it was good. They found the digital visual interface (dvi) connector on the computer and it was not screwed in completely. They reseated the dvi cable on the monitor and the computer side. The ensured that the connector was secured. They performed and system checkout and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) monitor was black. No patient was present at the time of the event.